Manufacturer narrative:
Only the delivery pusher was returned for evaluation, which was found to meet specifications. The distal section displayed evidence of thermal detachment with a v-grip controller. The implant coil was not returned for evaluation. The monofilament inside of the pusher section displayed a tail shape, which is produced by excessive handling force. Two fluoroscopic images provided by the customer were reviewed by a product safety physician, who found both images to be consistent with the complaint. Based upon the investigation analysis and available information, the reported complaint is confirmed; the implant coil was detached by handling force during the retraction process. However, it cannot be determined when and where the reported damage occurred. The heater coil was activated using a detachment controller, but the monofilament did not have any activation mark on it. The root cause cannot be determined without the missing components (implant coil, introducer).

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was received by the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during placement of the second coil in an aneurysm, the previously placed coil was dislocated and stretched, and the second coil could not advance into the aneurysm. During the attempt to withdraw the second coil, the coil detached in the microcatheter. Part of the detached coil remains in the aneurysm and part of the coil is in the parent vessel. No additional intervention was performed and there was no reported patient injury. The patient woke up immediately after the procedure and had no abnormal symptoms. The patient's current condition is reported to be "normal."